Event description:
While driving through the gate at the grocery store, the gate came into contact with the gentleman's hand.

Manufacturer narrative:
Not a pride issue as the gate at the grocery store hit the endorsers hand.

Event description:
While driving through the gate at the grocery store, the gate came into contact with the gentleman's hand.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.